Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the haptic after lens insertion was not elongated well and was on the rear side. A scratch was observed on the optic, which was off the optical axis. Considering the risk of removal, the surgery was terminated as it was. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device was returned in a clear plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle tip. The plunger tip is bent, this is most likely due to being returned in a bag that is loose in the carton. No intraocular lens (iol) returned. Photo review: received photos show an implanted iol. In the first photo shows both haptics in a folded position on the edge of the optic. In the second photo shows a shadowed area circled in red, no determination can be made on the reported complaint. Video review: received video shows iol implantation with company device. The device preparation is not recorded. Company device nozzle comes in the picture, the nozzle tip is blurred at this point in the video so plunger/iol position cannot be definitively determined. As the iol exits the nozzle tip and enters the eye, the trailing haptic appears to be misfolded. The surgeon rotates the device anticlockwise in what appear to be an attempt to free the trailing haptic from the plunger. When the trailing haptic is successfully freed from the plunger, the haptic slowly unfolds into position. The other haptic appears to be folded onto the anterior of the optic. A surgical tool is used to manipulate the iol to free this haptic into position. There appears to be a scratch/mark/fracture on the optic surface. Unsuccessful attempts are made to remove the scratch/mark/fracture, the videos ends with the iol remaining implanted. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The company iol aspheric uv absorbing iol with the company device automated pre-loaded delivery system product information document outlines several factors that could impact successful iol delivery outcomes, including qualified ophthalmic viscosurgical devices (ovd) use: for optimal iol delivery, use an company qualified ovd with the company device delivery system. Company has rigorously tested these products to ensure their ideal interaction with the iol and lens delivery components. Use of a non-qualified ovd or substitute product may compromise this compatibility, potentially increasing the risk of nozzle damage, iol damage, and/or other complications during use. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).